Event description:
According to the reporter, during an esophageal procedure, a capsule failed to detach from the delivery system and attach onto the esophagus. Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.